Event description:
It was reported that the patient presented for a routine follow up. The right ventricular lead exhibited noise. The noise was reproducible with isometrics. The patient was asymptomatic and would be monitored.